Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement after one week on being implanted and it was replaced with a same model number lead. No additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Lead returned in two segments, 22.2-cm from the terminal end. X-ray showed no conductor issues (deformity or fracture),the crimp sleeve and lead tip/helix appear normal. The lead tip appears intact and undamaged. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. The dislodgement allegation was not confirmed.

Event description:
It was reported that this right atrial lead was explanted due to dislodgement after one week on being implanted and it was replaced with a same model number lead. Lead returned for analysis. No additional adverse patient effects were reported.